Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. The distributor reported the battery was hot in the pump. This complaint is being reported due to the alleged temperature issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: a review of the pump¿s history showed no unusual fluctuation of voltage. During testing, the pump was unable to power on with the returned battery; a new battery was installed and the pump was able to power on normally. The pump was able rewind, load, and prime successfully. The pump was tested with an external power supply and the current draws were all found to be within specifications. No overheating was duplicated during testing. The pump cover was opened and no evidence of moisture corrosion or loose components were found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).